Event description:
This report is based on the information from the source notes. There is no clear information of exact issue occurred and what parts are replaced to fix the issue. 3 gfes sent by complaint evaluator and 2 gfes sent by complaint investigator, but no response. The working status of the device is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.